Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party. H6: health effect - clinical code - e0747 sore throat. H6: health effect - clinical code - e0308 swollen lymph nodes/glands.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, pus, infection, and a scar extending beyond the patch perimeter. The patient stated by the third day, she had swollen neck glands and cold/flu like symptoms (sore throat and body aches) and the rash had spread throughout her upper body. She had itching and burning sensation in the area. The reaction was treated with an unspecified over the counter topical cream. At the time of the report, the patient stated there was still dry skin, itchiness, inflammation, and infection at the reaction site and it left a mark. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.